Event description:
A small piece of a versaport plus 10-15mm trocar broke off in the patient during a laparoscopic banding procedure. Unable to retrieve the piece. The piece that broke off was less than 2mm in size. The piece was not recovered, md aware.